Event description:
Upon completion of the investigation, it was identified that the device was worn and not cracked as previously alleged. As this malfunction has not been previously reported to cause serious injury, this event has been determined to not be reportable upon reassessment and the initial report should be voided.

Manufacturer narrative:
Upon completion of the investigation, it was identified that the device was worn and not cracked as previously alleged. As this malfunction has not been previously reported to cause serious injury, this event has been determined to not be reportable upon reassessment and the initial report should be voided.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown

Event description:
It was reported while during a left total knee range of motion trial; the instrument fractured. No known adverse event was reported.